Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the ankle clamp gets stuck when adjusting varus/valgus. Central sterilization supply department has followed the IFU for lubrication of the instrument, but this hasn¿t led to a smoother movement of the varus/valgus adjustment. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the attune em tibial ankle clamp had normal signs of use. No damage that could contribute to the reported event was found. A functional test was performed, and the assessment found that the flipper arm was able to articulate as intended. Additionally, the dial assembly work as intended moving the arm in both directions with no difficulties observed. A dimensional inspection was not performed since it was not applicable to the complaint condition. As per IFU-0902-00-836 rev. J "lubricate moving parts with water soluble lubricant per the manufactures instructions. Lubricate after cleaning and prior to sterilization". And "actuate any moveable mechanisms, such as hinged joints, box locks, or spring-loaded features, to free trapped blood and debris". The overall complaint was not confirmed as the observed condition of the attune em tibial ankle clamp would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the ankle clamp got stuck when adjusting varus/valgus. Central sterilization supply department has followed the IFU for lubrication of the instrument, but this hasn¿t led to a smoother movement of the varus/valgus adjustment. The surgery went on as planned despite the reported event. There was a 2-3 minutes of surgical delay.